Event description:
Customer reported a malfunction with their pump indicated by a malfunction 12 code, and instructions were provided to reset the pump. There was no reported adverse impact to the customer¿s blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to monitor the pump and contact support if the issue reappears.